Event description:
Complainant alleged that while attempting to defibrillate a pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for eval. Our review of the data found that analysis segments one and two were calculated as a low level signal having average amplitude of 356 micro volts, and having no correlation between detected peaks. The intervals between the peaks detected in segment one have 27% variability. Shockable rhythms tend to have intervals less evenly spaced whereas non-shockable rhythm intervals are more evenly spaced. The interval between the first two complexes may have skewed the result for the entire three second analysis segment. This interval is about 800 milliseconds whereas the other complexes are approximately 600 milliseconds. There is also some variability in amplitude of the detected peaks. Segment two has variability of 34% between intervals. There appear to be three qrs complexes in quick succession that have very tall "t" waves in comparison to the "r" waves present and what also appears to be a premature ventricular contraction that has a much larger amplitude compared to the complexes within the segment. This is what appears to have affected this analysis result. Based on the data, it is believed that this is an incorrect analysis result for the overall rhythm; however, the waveform characteristics within the analysis caused the analysis program to have a result of shockable for the first two segments, which is enough for the device to return a result of shock advised. This is not due to a malfunction, but rather is a result of the limitations inherent in ECG analysis programs.